Event description:
It was reported that the patient presented in clinic for a follow up. Device interrogation revealed noise and amplitude variation on the right ventricular (rv) lead. No changes or interventions were performed. The patient condition was unknown.

Manufacturer narrative:
Further information was requested but not received.

Event description:
New information noted that the right ventricular (rv) lead did not deliver therapy. The physician elected to cap and replaced the rv lead. The patient condition was stable.

Manufacturer narrative:
Correction: h1 should have been malfunction not serious injury.

Event description:
New information noted that the insulation issue was noted, t wave oversensing and high defibrillation impedance was noted on the right ventricular (rv) lead.

Manufacturer narrative:
Correction: b5 and h6.